Manufacturer narrative:
The reported event was confirmed cause manufacturing-related. 2 photo samples received. First photo showcases 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Second photo sample showcases the inflation valve of catheter. Visual inspection noted 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Visual inspection noted a pin hole measuring (0.11") on the inflation arm beneath the valve cap. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A potential root cause for this failure could be imperfection in balloon due to process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that sterile water leaked from the inflation valve or funnel while injecting sterile water. The detailed location of the leak was unknown. Per follow up information received via ibc on 29sep2023, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaked from the inflation valve or funnel while injecting sterile water. The detailed location of the leak was unknown.